Event description:
It was reported that, "during the surgery, the surgeon could combine the v40 head trial into these centrax trial inserts. However, it was very tight. The surgeon cannot check properly the rom or the tension of hip. Therefore, he used a spare centrax trial insert instead of them."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.